Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vitrectomy probe did not work properly and had cutting issues during the vitrectomy procedure. Aspiration condition was not known. The product was replaced and the procedure was completed. There was no report of patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation and the product was clearly used beyond the expiration date; therefore, the condition of the product could not be verified. A sample was not returned and a review of the lot number provided indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing site because the complaint sample exceeded its expiration date and should not have been used. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).